Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas fell from a pocket during sleep and struck a bedframe, after which the touchscreen became inoperable while the display was difficult to read; automated operation and basal delivery reportedly continued unaffected, and a replacement was issued. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related visibility problem was identified and the touchscreen component was affected, consistent with a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Thank you for the prompt information provided.